Event description:
The patient had a primary knee surgery on (B)(6) 2021. On (B)(6) 2021, the patient came in reporting pain due to a loose femur and the cause of the loose femur is unknown. The surgeon revised the femoral component and poly. The surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18-aug-2022. Lot 2009725: (B)(4) items manufactured and released on 05-mar-2021. Expiration date: 2026-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: batch review performed on 18-aug-2022: gmk-revision 02.07.0420scf fixed tibial insert sc size 4/20mm (k103170) lot. 178515 lot 178515: (B)(4) items manufactured and released on 08-may-2018. Expiration date: 2023-apr-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-revision 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 2005040: (B)(4) items manufactured and released on 21-sep-2020. Expiration date: 2025-sep-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-revision 02.07.0035rp patella resurfacing size 3 (k090988) lot 2008650: (B)(4) items manufactured and released on 30-sep-2020. Expiration date: 2025-sep-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-revision 02.07.fcl16065 extension stem - fluted ø 16 l 65 (k120790) lot 1904822: (B)(4) items manufactured and released on 11-nov-2019. Expiration date: 2024-nov-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.